Event description:
As reported by physician, "today we experienced an unexpected complication while using a 3.5mm flash balloon. The pt had an svg ostial lesion. It was stented with a 4 x 12mm des. A 3.5mm flash balloon was inserted. The distal balloon (small one) was inflated first to 8atm. The outer balloon was then inflated with 1cc using the syringe that is supplied. The complication that occurred: the distal end of the balloon, inside the svg, dilated to 10-15mm and ruptured the svg. The rupture was contained because of the previous CABG, so the pt did not suffer from acute decompensation, but it required us to change for a 8fr guiding catheter, recross with a bmw wire, and deploy a 5 x 23mm atrium covered stent to seal the rupture. A second flash balloon was used to flare the initially placed stent without problems. The pt will return for treatment of two other vessels next week."

Manufacturer narrative:
The device used in the procedure was returned to ostial for evaluation. A one (1) page evaluation summary taken from the complaint investigation report has been attached. No issue were found with the performance of the returned device. Review of the manufacturing documentation associated with the device lot was performed and no issues were noted that would have contributed to the rupture. The instructions for use for the product was reviewed and it was verified that ruptures are listed as a potential complication associated with the procedure.